Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to advance over guidewire. Time of malfunction: during the procedure. Symptoms/ae: procedure time delayed. It was reported that during an unspecified, interventional procedure, the absolute stent delivery system did not advance on the 0.035 guide wire. Reportedly, the sds "jammed at the junction between the handle and the catheter, even when releasing the lock". A 0.014 guide was used, without success. The stent was deployed. Procedure time was increased. Additional information has been requested.